Manufacturer narrative:
The corporate lot number of the device was provided and lot history is reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem07060 endovascular stent graft allegedly broke and experienced position failure. This information was received from one source. The alleged malfunction had patient involvement however there were no patient consequences. The age, weight and gender of the patient was not provided.

Manufacturer narrative:
H10: the corporate lot number of the device was provided and lot history was reviewed. The device was been returned to the manufacturer for evaluation. Investigation of the device confirmed the outer sheath fracture which made deployment impossible. Based on the available information, a definite root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem07060 endovascular stent graft allegedly broke and experienced position failure. This information was received from one source. The alleged malfunction had patient involvement however there were no patient consequences. The age, weight and gender of the patient was not provided.